Event description:
The patient had a primary hip surgery on (B)(6) 2022. On (B)(6) 2022, the patient came in due to signs of infection and the pathogen is unknown. The surgeon revised all implants and re-implanted permanent hardware. The surgery was completed successfully. MDR 30051809202022-00651. Presently, on (B)(6) 2025, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the head and liner. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 03-09-2025: ball heads: mectacer 01.29.205 mectacer head biolox delta dia.32 12/14-m (k112115) lot. 2115378: (B)(4) items manufactured and released on 07-03-2022 expiration date: 2027-02-21. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported event during the period of review. Liner: mpact 01.32.3241hct flat pe hc liner ø32/d (k103721) lot. 2104498: (B)(4) items manufactured and released on 05-05-2021 expiration date: 2026-04-22. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Conclusions: infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.